Event description:
Alcl case report: this pt had bilateral breast augmentation performed in 2005. She recently developed a seroma that was aspirated and found to have atypical t cells. I performed bilateral implant removal and total capsulectomy. Her final pathology revealed alcl of the left breast.